Manufacturer narrative:
Component code of ¿appropriate term/code not available" represents "no findings available." The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient with history of previous ablation procedure reported under (B)(4) (manufacturer¿s reference number: (B)(4)), underwent a premature ventricular contraction (pvc) ablation procedure noted at the right coronary cusp with a thermocool® smart touch® sf bi-directional navigation catheter and developed thrombosis, cardiac tamponade, cardiac arrest and death. Procedure was successfully completed and the patient was sent to recovery. A view by intracardiac echography (ice) showed no acute effusion. After 45 minutes the case had ended while the patient was in recovery, the patient became hypotensive and a transesophageal echocardiogram (tee) revealed a thrombus in the pericardial space. An attempt of pericardial tap (pericardiocentesis) was unsuccessful and the clot appeared to be organized. The patient coded and expired. Physician¿s opinion regarding the cause of the event is that it was patient condition related. Transseptal puncture was not done, retrograde access was performed. There was no evidence of steam pop during the ablation. No biosense webster, inc. Product malfunctions were reported throughout the case. The catheter irrigation was set at 15ml/min and 2ml/min in low flow. The irrigation rate was not used out of prescription. The force visualization features used included dashboard, force graph, force vector and surpoint visitag. The parameters for stability used were 3, 3, 3, 25% fot. Respiration gating was used as additional filter with the visitag module. Tag index was used as coloring option. No biosense webster, inc. Product malfunctions nor error messages were reported. The generator was used in power control mode. The patient was anticoagulated with heparin. According to the biosense webster, inc. Representative, the first ablation procedure occurred in (B)(6) 2020 reported under (B)(4) resulted in perforation (cardiac tamponade).